Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20549035/20729752/20729752.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The physician believed that the patients system at the lower back was not correctly positioned. The patient underwent a lead revision procedure where in the lead were repositioned. The patient was doing well postoperatively.